Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the laparoscopic tubal ligation under sedation, the end of thunderbeat probe broke and fell into the patient's abdominal cavity. The fallen device was retrieved with the aid of laparoscopic grasper. Another disposable handpiece was used to complete the procedure without a delay. No patient adverse events or complications reported. The current condition of the patient is fine.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, however, the device has missing probe that was not returned and hence could not be functionally tested. The customer allegation was confirmed that the probe broke. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause not established which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.